Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3 other text : sample not returned for evaluation.

Event description:
Acdf c4-7: surgeon used a 3 level skyline plate with self drilling constrained screws; surgeon does not pre-drill the pilot holes; he burrs a hole and then uses the screw to drill it; left c7 screw backs out past cam post-op.